Manufacturer narrative:
(B)(4). Pentax gastroscope model eg-2985k is not distributed in the USA, therefore the PMA/510(k) number is not applicable. MDR 9610877-2016-00070 is being submitted for pentax disposable tri-bristle cleaning brush model cs-6021t/lot 0051063. MDR 9610877-2016-00079 is being submitted for pentax gastroscope model eg-2985k/serial (B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in france stating while performing a procedure with pentax gastroscope model eg-2985k/serial (B)(4), a piece of a pentax disposable tri-bristle cleaning brush model cs-6021t/lot 0051063 was found in the stomach of the patient.

Manufacturer narrative:
(B)(4). Pentax tokyo office (exemption number e2015036). MDR 9610877-2016-00070 is being submitted for pentax disposable tri-bristle cleaning brush model cs-6021t/lot 0051063. MDR 9610877-2016-00079 is being submitted for pentax gastroscope model eg-2985k/serial (B)(4).

Event description:
The video gastroscope was not returned to pentax medical for evaluation. On 10/26/2016, a device history review was performed confirming the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.